Manufacturer narrative:
Ge healthcare (gehc) reported a field modification for this issue per 21 cfr 806 on (B)(6) 2015. The recall classification number is z-0677-2016 through z-0682-2016. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare (gehc) reported a field modification for this issue per 21 cfr 806 on (B)(6)2015. The recall classification number is z-0677-2016 through z-0682-2016.

Event description:
The hospital reported that, during the exhalation phase, endothoracic pressure was noted to be higher than expected. There was no reported patient injury.